Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If the device cut, was the cut line complete? Was the device fired across a staple line? Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? How was the procedure completed? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the physician used an ntlc75 that did not deploy any staples during an ileostomy take down. The case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent:08/26/2020. Additional information was requested and the following was obtained: did the device staple? No, the device did not deploy any staples.

Manufacturer narrative:
(B)(4). Date sent: 09/08/2020. H10: corrected data = h1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was received: 1. If the device stapled, was the staple line complete? The device did not deploy any staples. 2. Did the device cut? No, the device did not cut. 3. If the device cut, was the cut line complete? N/a. 4. Was the device fired across a staple line? No. 5. Did the reload lock out and would not work? Sounds like this is what happened. 6. Did the reload begin to staple and cut, but then jammed? The reload did not deploy any staples. 7. How was the procedure completed they used a new device.